Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I also notice that when I sallow, I taste the adhesive them immediately I become nauseous [accidental device ingestion] I get very nauseous each time I use it./that I feel as if I am going to vomit! [Nausea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and nausea. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and nausea were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. The reporter considered the nausea to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the case was received via call center representatives on 1 april 2021. The consumer reported that "several times I've purchased the polident ultra fresh denture adhesive. I get very nauseous each time I use it. At first I thought it was indigestion from breakfast, but the nausea remains through the day. I also notice that when I sallow, taste the adhesive them immediately I become nauseous, so much so, that I feel as if I am going to vomit I usually get the brand, but the store was out of stock, so I bought the ultra fresh. I am on a fixed income, and cannot afford to keep buying your products, especially when it is making me sick. What is in the ultra fresh? I had to throw out the tube, and hope that the has the one my system can tolerate". Follow up information was received on 14 april 2021. Patient age was updated to (B)(6) years. Start date: (B)(6) 2021. Stop date: (B)(6) 2021.